Manufacturer narrative:
The device was at end-of-life since 31st december 2022 so it was recommended to remove the device from service. Based on the information available and the testing conducted, the cause of the reported problem was the som, but the exact nature of its failure is unknown. The reported problem was confirmed. The som was producing error codes but since this device is at end-of-life it was recommended to remove it from service. The investigation concludes that no further action is required at this time.

Event description:
This report is based on information provided by the product service engineer (pse) and has been investigated by the philips complaint handling team. Philips while performing a review of the service logs of the heartstart xl+ found system on module (som) errors.